Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial implant date d6a: 1988 was provided.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device remains implanted.